Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer stated that none of the buttons are working. Customer stated that she took out the battery, but it was just replaced. Customer reported that the numbers were ramping without any input. Customer stated that yesterday the buttons felt a little sticky and were not responding as usual. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had a small crack on the display window and a cracked case at a display window corner.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.